Event description:
Pharmacy reported a malfunction of the pen needles for an end user in which the end user reported that the pen needles caused bleeding due to the dullness of the needles while using.

Manufacturer narrative:
Production records were analyzed for lot 51439 for the penetration force. The testing showed no indicatior of abnormalities or malfunctions were found at time of production.

Manufacturer narrative:
When initial trend analysis for lot number 51439 was conducted this was the only complaint for the lot number provided. Further investigation will be conducted for root cause of complaint.

Event description:
Pharmacy reported a malfunction of the pen needles for an end user in which the end user reported that the pen needles caused bleeding due to the dullness of the needles while using.